Event description:
Same case as MDR ID: 2134265-2014-01673. (B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to chest pain and was hospitalized immediately. Coronary angiography was performed and revealed 80% stenosis located in the ramus. The lesion was treated with balloon angioplasty and placement of a 2.25 x 16 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to chest pain and was hospitalized on the same day. Coronary angiography was performed and revealed 80% isr of the promus element drug eluting stent located in ramus. The lesion was treated with placement of a 2.5 x 16.0 mm ion stent. Following post dilatation, residual stenosis was 0%. In addition, the 85% isr of the study stent (implanted in (B)(6) 2012) located in mid lad was treated with placement of a 2.5 x 32.0 mm ion stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).